Event description:
It was reported that during a routine follow-up, high impedance and loss of capture were observed. Fluoroscopy revealed that the lead was dislodged into the svc. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.